Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, since the reported issue was not able to be duplicated, it is suspected there was foreign matter temporarily attached to the electronic connector, making it impossible for the camera to communicate with the video processor, causing the image to not be displayed. Partial disconnection of the cable is thought to be due to user handling.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was unable to be duplicated. The rear cover label was found faded. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that during preparation for use of a camera head, there was no image displayed. There was no patient involvement or injuries reported. No additional information has been obtained.